Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e1(event site telephone). A getinge field service engineer (fse) checked unit properly and it was suspected that motor control board was defective. Green light at pc was not glowing. Need motor control for testing purpose. Further inspection can be perform after its replacement. Fse replaced motor control board but still problem not resolved. Tested with other iabp and found main board was defective. Main board need to be replaced to make unit functional. Replaced main board and performed all the functional tests. Unit had been tested thoroughly with system trainer and found working in satisfactory working condition.

Event description:
It was reported before use that a cs100 intra-aortic balloon pump (iabp) had continue beep sound when the unit was switched on. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.